Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred immediately at the start of treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was not used because the blood leak was visible. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 100 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was confirmed to be available to be returned for manufacturer evaluation.

Event description:
A user facility patient care technician (pct) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred immediately at the start of treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was not used because the blood leak was visible. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 100 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the device. There was blood noted throughout the dialyzer, including on the outside of the fibers, with coagulated blood beneath the header caps. A bubble point leak test was performed on the returned sample. A leak was detected at approximately 70°, with the dialysate ports situated at 0°, on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was identified at the leak location on the non-cavity ID end. The fiber fragment measured approximately 1.75 inches in length from the polyurethane (pu) surface. An opposing end was not identified. There was no other damage or irregularities noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns), and one non-conformance (nc) in the production of this lot. There was no indication of product nonacceptance, deviation, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.